Manufacturer narrative:
(B)(4). One used set was received with no cap on the spike and no cap on the patient connector. The set was visually inspected and it was noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the spike had bent. The set had been used for 60 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. A follow-up report will be filed should any significant supplemental information become available.